Manufacturer narrative:
The issue was already reported under manufacturer report number:1627487-2024-07896, therefore this event is no longer reportable.

Event description:
It was reported that the patient had surgical intervention on (B)(6) 2024, wherein both their occipital leads were explanted during the lead revision procedure [related manufacturer reference number: (B)(4) ] for an unknown reason.